Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to infection and endocarditis. The patient had no procedure related complications.

Manufacturer narrative:
Analysis was normal. No anomalies were found.